Event description:
Nellcor puritan bennett received a report from a clinical engineer that the unit did not provide an audio tone. There was no patient harm reported.

Manufacturer narrative:
The customer is unable to send the unit in for evaluation. However, they have isolated the failure to the speaker by replacing it with a good one. If additional information is made available, a supplemental report will be submitted.